Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 51-year-old male patient with enlarged right atrium and right ventricle was implanted with the impella rp device for mechanical circulatory support. It was reported that overnight the pump had lower flows due to possible ingested clot and there were signs of hemolysis. The hemolysis was observed with hematuria and the pump was explanted. The patient was reported as stable.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Clinical details stated that flow rates decreased on from 3.2 to 1.8 with possible clot ingestion. The data logs reveal low pump flow for matching p-levels. There was a motor current spike and a high purge pressure spike followed by low flow which occurred prior to when hemolysis was reported. The product was returned for evaluation. Upon visual inspection, biomaterial was found on and beneath the impeller. A hemolysis test was carried out and the mih values was 10.48. The root cause of the hemolysis issue was determined to be ingested biomaterial. Added- d9 device return date.